Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note an additional device implanted and related to this event: (B) (4)/pxc201000.

Event description:
On (B) (6), 2010, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6), 2010, a follow-up computed tomography revealed a distal type I endoleak in the right common iliac artery. No aneurysm growth was noted. On (B) (6), 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat the distal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.